Manufacturer narrative:
With respect to the received unit, the ratchet extension arm would not go through the base smoothly. The lock has rotational and lateral movement. The device history record was reviewed and showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The root cause was unknown.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An nurse reported that the pin on the top of the a1059 mayfield modified skull clamp did not let the clamp slide to lock down. The customer had to pull it to let the clamp close in and then it did not lock down. Additional information was received on 04jun2019, indicating the device was in contact with the (B)(6) female patient. There was no patient injury and there was no surgery delay noted.